Manufacturer narrative:
The customer contacted siemens healthcare diagnostics technical solutions center (tsc) . After reviewing the instrument data, the tsc determined that the cause of the event is unknown. Customer was provided information on proper sample handling. The instrument is performing within specifications. No further evaluation of the device is required

Event description:
Discordant troponin result was generated by the dimension vista 500 from a panic repeat of an initial test. The system automatically retested a sample and yielded a lower result. The lower result was reported out of the laboratory. The sample was retested on another system and the result matched the initial elevated result and was reported to the physician. There were no reports of adverse health consequences or known patient intervention due to the discordant troponin result.